Event description:
It was reported that the customer's insulin pump was dropped, and now it has cracks and there is a black smudge on the display screen. Customer's blood glucose level at the time 128mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump was received without the original pump belt clip. No damage on pump belt clip slot noted.